Event description:
According to the information, there was an infection.

Manufacturer narrative:
According to the available information, this inflatable penile prosthesis was implanted in 2006 and removed the following month due to an infection. Additional information indicates that no organisms were seen when cultured despite the report of infection. Because qa's examination of the returned components may not conclusively confirm or disprove the report of infection, qa did not perform a microscopic examination. Based on the information provided, qa accepts the physician's observations of such as the reason for surgical intervention. Management routinely reviews events such as this. Therefore, no additional action is required at this time.